Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their device explanted due to pain and burning around the neurostimulator. The surgeon noted the tissues to be inflamed and a sample was sent to the lab for analysis. The device was replaced with a restore sensor. The lab analyzed 2 "fragments." It showed a richly vascularized granulation tissue - fleshy bud type- surrounded by fibrosis. There was no specific lesion or tumor. Patient outcome was noted to be "ok."